Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt had a possible infection. It was reported that the infection was located at the lead site and pus was present. The physician irrigated the area and placed the pt on IV antibiotics. The pt was hospitalized for monitoring and a culture was taken at that time. The physician does not believe the infection was device related. Currently, the pt is using the device and doing well.